Event description:
Pump declared a cartridge change error, prompting customer contact. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through several troubleshooting steps, including checking the cartridge o-ring and cleaning the pneumatic tap area, but the error persisted even after attempting to load a second new cartridge. As a result, the pump was determined to be replaced under warranty. The customer opted for mdi as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and instructed the customer on storage mode for the pump return, which the customer understood and agreed to do within ten days.